Event description:
It was reported that post implant the r waves dropped overnight; the patient was asymptomatic. During lead revision, it was observed that the right ventricular lead had dislodged. The lead was explanted and replaced without any adverse consequences to the patient. The patient would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).